Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant tip of a 5f mynx control vascular closure device (vcd) was cracked. There was no reported patient injury. The device is expected to be returned for evaluation.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The device was returned for evaluation.

Manufacturer narrative:
As reported, the sealant tip of a 5f mynx control vascular closure device (vcd) was cracked. There was no reported patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. A non-sterile mynx control vascular closure device 5f involved in the reported complaint for this investigation was returned. During the visual inspection of the device, it was observed that button 1 and button 2 were not depressed, and the stopcock was found open with a syringe attached to the unit. The sealant was present in the device but fully exposed by the sealant sleeves, which showed frayed/split/torn conditions. The core wire was present with no damage observed to the atraumatic tip. Per functional analysis, a sheath introduction test could not be executed with a lab sample 5f sheath due to the conditions of the sealant sleeves, which were frayed/split/torn. Nevertheless, it must be mentioned that the sheath could be inserted on the atraumatic tip portion reported; therefore, the impediment of this functional analysis is exclusively related to the sealant sleeves¿ conditions. Additionally, due to the premature exposure of the sealant, a deployment mechanism evaluation was executed. During this evaluation, no damage or abnormal condition that could compromise the mechanism was observed. The atraumatic tip was visually analyzed with magnification to look for any evidence related to the reported event. No crack or any type of damage was observed to the atraumatic tip of the received unit, and the core wire was present as expected. The reported event of ¿atraumatic tip-cracked¿ was not confirmed since there were no damages noted to that component; however, there was a frayed/split/torn condition of the sealant sleeves noted, which may have been the reported event. Also, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the frayed/split/torn sleeves. The exact cause of the failure experienced by the customer and observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the events reported. However, procedural/handling factors (such as using excessive force during insertion into the sheath and/or using an incorrect insertion angle), and/or the condition of the sheath (which was not returned) possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.